Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not turn due to jammed motor. Per service report, this complaint can be confirmed. During evaluation, the motor was found to be stuck and rusty. Apart from the reported problem, it was found that the locking system did not work properly, the o-rings of the device were defective and the parts of the drill mounting mechanism were damaged. The motor, o-rings and damaged parts of the drill mounting mechanism were replaced to resolve the identified failures. The device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn, therefore is the root cause of the reported problem. With the available information, we cannot determine the root cause of the other identified failures. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance's were identified. UDI: (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device was jammed and would not turn. During in-house engineering evaluation, it was determined that the locking system on the device did not work properly. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.